Event description:
It was reported the patient experienced pain at the ipg site. As such, the patient underwent went surgical intervention wherein the ipg was explanted and replaced. The new ipg was also repositioned. There were no complications during the procedure and the issue is resolved.